Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (lot number 0630d, expiration date and frequency unspecified) and when the consumer took the device out, the cutter fell off inside the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A returned field sample was not received for evaluation. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 0630d. Device history records were reviewed for product reach johnson and johnson floss, mint waxed and no non-conformances or deviations related to complaint event description were noted. A retain sample for reach johnson and johnson floss, mint waxed lot 0630d was visually examined according to product specification and the sample met specification. Review of investigation documentation did not show any information that indicates reach johnson and johnson floss, mint waxed failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (lot number 0630d, expiration date and frequency unspecified) and when the consumer took the device out, the cutter fell off inside the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.